Event description:
It was reported that the patient with this right atrial (ra) lead suffered a fall, which caused this lead to dislodge with the dislodgment confirmed by x-ray imaging. Subsequently this ra lead was capped and surgically abandoned, with a new device implanted. No additional patient effects were reported.